Manufacturer narrative:
A ge rep evaluated the sys and replaced the power control board. The sys operates as intended.

Event description:
The customer reported that the sys would not work after unplugging and plugging the power in. There is no report injury or death associated with the event described in this complaint.